Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported 'capsulare contracture baker grade iii with a slightly concentrated prosthesis retracted upwards and bulging in segment ii.' Device was explanted. This record relates to the right side.

Event description:
Healthcare professional reported 'capsulare contracture baker grade iii with a slightly concentrated prosthesis retracted upwards and bulging in segment ii.' Device was explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.